Event description:
It was reported that the right ventricular lead capture threshold increased and was now high. The physician is considering lead extraction and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).